Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was having a power issue and showing a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged issue first occurred on (B)(6) 2012. The patient reported using a combination of metformin with diet and/ or exercise (dose unknown) to manage his diabetes. When the alleged issue occurred, the patient reported that he took his regular dose of metformin as usual. On (B)(6) 2012, the patient reported a few hours after the alleged issue began, he developed symptoms of "shakiness." The patient reported that he treated himself with something to eat or drink on (B)(6) 2012 at 6:40pm. The patient denied attempting to test on another device. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. The cca discovered the battery needed to be replaced based on the battery usage/life, but the patient did not have a new battery available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as an adverse event because the patient reported that he was unable to test due to the alleged issue, developed symptoms suggestive of hypoglycemia after the alleged issue began and required self treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.